Manufacturer narrative:
The physical device has not been returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) and pod manager history (pmh) data found that the controller was connected to the cloud however showed no evidence that the user went through first time set up or activated any pods. No further investigation is possible.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Locked down smartphone: data not available.omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod at the time medical attention was sought through a social media post. The patient alleged that the need for medical attention was related to an issue with the pod, although specific details regarding the device issue were not provided. On (B)(6) 2026, the patient was transported to the emergency room (ER) following a 911 call initiated by the patient¿s diabetes and nutrition provider. At the time of the emergency, the patient¿s blood glucose level was over 600 mg/dl, and emergency department results indicated that the patient was near diabetic coma and in critical condition. Information regarding the duration of the ER visit and the discharge date was not provided. The patient has a history of lada (latent autoimmune diabetes in adults) diabetes (per patient, it is managed as type 1), described as ¿uncontrolled,¿ and the patient is characterized as ¿frail.¿ during a follow-up visit after the ER event, the patient¿s glucose remained significantly elevated at 570 mg/dl. The healthcare provider administered 8 units of fiasp (flextouch) insulin, encouraged oral hydration, and noted that the patient¿s glucose level was trending downward. Details regarding symptoms at the time of seeking medical attention, the diagnosis provided by the ER, and the specific medical treatments administered during the emergency visit were not supplied. A supplemental report will be provided when additional details are received.